Event description:
Pt had surgery in 2003 at c4-c6 requiring implantation of a 46 mm trinica select plate and allograft bone at c4/c5 and c5/c6. The plate was held in place by four 4.2 x 16 mm variable screws places at c4 and two 4.2 x 16 mm fixed angle screws placed at c6. At the 7 month followup visit, it was identified on x-ray images that one of the variable screws placed at c4 was broken mid shaft. The surgeon made the decision to reoperate based in part because the pt is diabetic and inconclusive info regarding establishment of fusion of bone graft at c4/c5. About eight months later the plate and screws, and graft at c4/c5, were removed and subsequently replaced with new.